Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise at routine follow-up. It was noted that the noise was a persistent and ongoing issue. An x-ray was performed which confirmed clavicular crush and fracture of the ra lead. Low but in-range pace impedance measurements were also observed. A revision procedure was performed to explant this lead in addition to the previously abandoned ra lead and current right ventricular (rv) lead. The previously abandoned lead was noted to be out of service due to dislodgement several years prior. The rv lead was explanted electively to avoid potential future damage. All three leads were explanted successfully despite reports of removal difficulty. New ra and rv leads were then implanted. No additional adverse patient effects were reported. The leads were discarded by the facility and are not expected for return.